Event description:
The case was originally opened with a call regarding the customer being in a diabetic coma. Through the course of the investigation, it was noted that the customer had been in multiple diabetic comas in the past. There is no way to know if this is related to the adc product or disease process. Also, the customer stated that he was not calling about the coma, but because his doctor has told him his meter was running "too high." There is no way to confirm whether his meter was accurate due to no comparison values.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.

Event description:
It was reported that during an laparoscopic endometriosis procedure, the electrode was broken off inside the patient's body at about 4cm from the tip. The fallen piece was already retrieved. As the fallen pieces were already retrieved, no pieces were left inside the patient's body. The nurse commented that the electrode was pushed with very strong power during decorticating tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.